Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. There was no evidence of the reported issue in the event history log. The investigation could not repeat the reported issue during testing. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd solis vip, mdl 2120, pump was alarming no disposable.